Manufacturer narrative:
One sample model 2432-0007, lot 25035309 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was unable to be primed with water. Visual inspection under the microscope showed signs of excess solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause for the occlusion to be related to incorrect solvent assembly method. A quality alert was created on june 17th, 2025 by the quality engineer ¿ post market support and communicated by production supervisor to involved personnel to inform this failure mode and reinforce follow the operations described in the standard work sheet. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If I need advice evaluation and/or device, history, review is completed a supplemental will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by the customer that product would not pass through the filter.